Event description:
Reporter indicated that pt was admitted into the hospital as a result of showing signs of confusion and disorientation. Reporter indicated that patient's blood glucose was 405 mg/dl. Reporter stated that pt was given two manual injections and their blood glucose came down to 200 mg/dl. Reporter indicated that upon further investigation, patient had device set to temporary basal rate.